Event description:
Blister on toe. Visit to doctor in (B)(6) (B)(6) 2018. Prescribed endoform dermal template (aroa biosurgery) - received (B)(6) 2018, used as prescribed. Wound worsened and developed odor - bone visible. Saw doctor in (B)(6) (B)(6) 2018, ordered cat scan. Reviewed with doc the results of cat scan. Visited foot orthopedic surgeon. Test showed bone infection. Agreed to toe amputation (B)(6) 2018. Surgery to remove infected toe (B)(6) 2019. (B)(4) medical products. Strength: 2" x 2'. Quantity: 1 small piece. Frequency: daily. How was it taken or used? On skin. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product? Blister on toe #2, left foot. Did the problem stop after the person reduced the dose or stopped taking or using the product? No.